Manufacturer narrative:
The reported event of the motor making a noise and becoming very hot was unable to be confirmed. The returned motor was evaluated and the reported event was unable to be reproduced. The motor ran for an extended period of time at a normal temperature the entire time and no issues were observed. A full functional checkout was performed and the unit passed all tests. The specific cause of the reported event was unable to be determined during this investigation. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported by an extracorporeal circulatory support device. It was reported that the motor over heated and was making a noise. The motor was exchanged without incident. No additional information was provided.

Manufacturer narrative:
The reported event of the motor making a noise and becoming very hot was unable to be confirmed. The returned motor was evaluated and the reported event was unable to be reproduced. The motor ran for an extended period of time at a normal temperature the entire time and no issues were observed. A full functional checkout was performed and the unit passed all tests. The specific cause of the reported event was unable to be determined during this investigation. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.